Event description:
The complaint received states that during an emergency aneurysm coiling procedure the deltaplush platinum microcoil 2 mm x 4 cm (dpl10020420 / c16475) failed to deploy and when the physician attempted to remove the complaint device from the patient the coil fractured/separated half in the target lesion and half in the parent vessel. A stent was placed at the site to trap/brace the coil from further migration. An unknown anti-aggregant was administered. However, approximately one hour post procedure, the stent thrombosed. It is reported that an emergency procedure was performed and the coil was recovered.

Manufacturer narrative:
Additional information: the complaint received states that during an emergency aneurysm coiling procedure the deltaplush platinum microcoil 2 mm x 4 cm (dpl10020420 / c16475) failed to deploy and when the physician attempted to remove the complaint device from the patient the coil fractured/separated half in the target lesion and half in the parent vessel. A stent was placed at the site to trap/brace the coil from further migration. An unknown anti-aggregant was administered. However, approximately one hour post procedure, the stent thrombosed. It is reported that an emergency procedure was performed and the coil was recovered. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. With the information available and without the product available for analysis the complaint could not be confirmed. Inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. No corrective action is required at this time. It is difficult to draw a clinical conclusion between the device and the event based on the limited information available.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt.